Manufacturer narrative:
Product ID 3387s-40, lot# va07vdz, implanted: 2014 (B)(6); product type lead product ID 3387s-40, lot# va07vdz, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
A consumer reported the patient's speech and mobility were bad and the patient had been in tough shape since 2015 (B)(6). The reporter stated this all started in the last five days. The reporter further stated that whatever setting the patient was in was good for two days. The patient's medicine was not kicking in and their speech and mobility were terrible. Usually the patient's speech was bad, but their mobility was good. Additional information received from the patient's health care provider (hcp) reported the patient lost their patient programmer that they used to switch between settings that favor mobility or speech. The hcp offered to see the patient in the clinic to make adjustments to their group settings until the programmer was replaced. The patient's indication for use is parkinson's dual and movement disorders.